Event description:
It was reported to philips that the device was unable to perform fluoroscopy. The device was in clinical use at the time of the reported event. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment procedure was performed when the issue happened, and procedure was completed by pressing the hand switch several times in the same room and using the same system. The philips field service engineer (fse) inspected the system onsite and confirmed the system was unable to perform fluoroscopy. Upon troubleshooting fse found issue in hand switch. The cause of the hand switch failure could not be conclusively determined by the supplier's part analysis. To resolve the issue fse replaced the hand switch, after replacement of hand switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.